Event description:
It was reported that the user experienced trouble pairing a dexcom g7 continuous glucose monitor (cgm) sensor because the pump was configured for a different sensor type and an incorrect pairing process was attempted. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.